Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot# v137024, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that during the patient¿s hip surgery, the patient¿s healthcare provider was getting feedback from the stimulator. The patient thought that meant the therapy was still working. The patient had a loss of therapeutic effect and therapy had not been working for a while. The patient thought the stimulator had stopped working. The patient had not used their programmer in a while. The programmer showed the poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.